Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned

Event description:
It was reported that the pump touch screen was intermittently unresponsive. During troubleshooting, the issue was confirmed, and the pump was replaced. Additionally, it was reported that the cartridge was leaking from an unknown location. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known. Reportedly, the customer reverted to an alternate method for insulin therapy. Customer's blood glucose was 148 mg/dl.

Manufacturer narrative:
Touchscreen was verified. Leaking cartridge issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.